Event description:
During a dilation of a lower esophageal stricture, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The user placed the wire guide through endoscope and then the endoscope was removed. The balloon was placed over the wire guide through the nose along side with the endoscope (balloon not placed through endoscope). Upon going from 19-20 mm, the balloon ruptured. The balloon was able to be removed with no patient harm.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The balloon was attempted to be inflated with a 60 cc syringe and an inflation handle. The balloon would not inflate or hold pressure. A visual inspection found a split along the length of the balloon. No part of the device appears to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number returned with the device was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report, the balloon was placed over the wire guide through the nose along side the endoscope (balloon not placed through endoscope). The instructions for use state, "use of this device is restricted to a trained healthcare professional." And "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record of the lot number returned with the device confirmed that the lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. According to the report, the balloon was placed over the wire guide through the nose along side the endoscope (balloon not placed through endoscope). The instructions for use state, "use of this device is restricted to a trained healthcare professional." And "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.